Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations revision procedure due to personal injury. Additional information received in patient medical records indicates that the initial procedure was performed (B)(6) 2010. Subsequently, patient underwent a revision procedure on an unknown date due to infection. All devices were removed and replaced with cement beads. Patient medical records indicates a second revision procedure took place on (B)(6) 2011 to reimplant biomet product. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-02173 / 02175 and 01056).

Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-02173 / 02175 & 01056).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2010 due to infection. During the procedure, all components were removed and replaced with antibiotic cement spacers. Legal counsel for patient reported the patient was reimplanted with total hip components on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.